Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify button error alarm due to blank display. The insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was unknown. The customer stated the insulin pump was exposed to moisture; water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.